Event description:
Patient reported the buttons on the infusion device do not function correctly. Patient woke up and there was an e4 occlusion error on the infusion device, and the infusion device would not respond when the buttons were pressed. Patient changed the battery, but this did not resolve the concern. Patient was able to access the infusion device and deliver insulin by using the handset. Patient also reported the down button has fallen off. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.